Event description:
Same event description as 6000093-2006-01358. It was reported that 155 days after a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred and stent damage was noticed. The lesion was located in the mid left anterior descending (lad) artery. The vessel size was 2.50mm in diamter and sub totally occluded. The patient's anatomy was severely tortuous. During the initial stenting procedure, the physician susccessfully implanted a taxus express2 2.50x 20.0mm drug eluting stent (des) and a taxus express2 3.00x20.0mm des. The stents were reported to have fully expanded after deployment and the final stent results were well positioned and well apposed. The patient was administered plavix for follow-up. Additionally, the patient was concomitantly using aspirin while using plavix. There were no complications immediately after the initial procedure. Approximately 155 days after the procedure, the patient underwent a follow-up stress echocardiogram. The echocardiogram revealed mild mid septal ischemia. A diagnostic procedure was scheduled for one week later and revealed a 25% stenosis in the lad just beyond the 1st septal branch at the proximal edge of the two overlapping des. Midway through the distal stent, there appeaed to be a 90% focal stenosis. Additionally, the stent appeared to "hinge" at the point of the focal stenosis and the reporter believed that a strut fracture was present. The distal portion of the vessel was normal. The physician decided that the patient would need to undergo surgery and a week later the patient underwent single left internal mammary artery (lima) bypass surgery. There were no complications reported. There were four attempts made to contact the physician but further information has not yet been received.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Batch 7778793 was reported in the complaint, but does not represent a finished good or assembly batch for this upn. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifications.